Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an epic self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. There was a kink approximately 3cm from the strain relief. It was also noticed that the inner sheath was detached from the device. The stent was not returned with the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that shaft detachment occurred. The target lesion was located at the right superficial femoral artery (sfa). A 6x120x120 epic vascular stent was deployed at the target lesion. However upon withdrawing the stent delivery system (sds), the inner sheath detached. The device was removed in two pieces along with the guide wire and the procedure was completed. No additional equipment was need to remove the device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft detachment occurred. The target lesion was located at the right superficial femoral artery (sfa). A 6x120x120 epic vascular stent was deployed at the target lesion. However upon withdrawing the stent delivery system (sds), the inner sheath detached. The device was removed in two pieces along with the guide wire and the procedure was completed. No additional equipment was need to remove the device. No patient complications were reported.